Event description:
Apparent failure of surgically implanted abdominal mesh, mesh untacked from hernia resulting in 4 inch defect. Patient with recurrent hernia required non-emergent surgical intervention.